Event description:
A report was received that the patient was unable to charge her ipg. The physician plans to replace the ipg.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. The physician believed that there was device malfunction. The patient was reportedly doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was unable to charge her ipg. The physician plans to replace the ipg.